Event description:
It was reported the catheter was being placed in the patient's brachial vein in the cardiac rehab. They used a stiffening wire to thread the catheter into the superior vana cava. The biosensor was calibrated outside of the patient's body but once placed within the vessel the doppler sound was never regained. The clinician placed the catheter based on landmark measurement. They were unable to re-thread the biosensor to verify position. A chest-xray was performed to confirm tip position and the x-ray showed contralateral placement of PICC tip. The console never showed orange "do not enter". It continued to stay green/yellow throughout the entire case. They then used a sherlock to detect tip drop and position. Chest x-ray was performed to confirm distal tip position. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.